Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported alarms which were associated with two pump stops that appeared to be consistent with driveline disconnect events. A specific cause for the disconnections of the driveline could not be conclusively determined. The controller event log file contained events from (B)(6) 2024. The log file captured two driveline disconnect events on (B)(6) 2024 that were associated with various alarms, including low flow, and that caused the pump to stop each time. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm as well as 2 driveline disconnect alarms and a pump off alarm on (B)(6)2024. The patient and their caregiver did not recall the driveline being disconnected on (B)(6)2024. Log files were submitted for review. The event log captured the reported backup battery faults on (B)(6)2024. It appeared that the backup battery failed the load test. Following the onset of the backup battery faults the log file appeared to contain 2 true driveline disconnects/reconnects. The pump did resume normal operation following these events with the ongoing backup battery faults. The backup battery was replaced, and the backup battery fault alarm resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.